Manufacturer narrative:
Section h10: h3: the evaluation of the of the reported event was likely the result of rotational mismatch between the femoral component and the tibial components and patient¿s compromised soft tissue envelop, which led to severe joint instability, posterior articulation of the femoral component, and extensive wear of both the tibial insert and tibial tray. The instable joint resulted in excessive motion and loads to the plastic and metal prostheses and premature damage to the polyethylene tibial insert. Metal debris was generated from metal-on-metal contact of the femoral component and the tibial tray, leading to the reported tissue necrosis.

Manufacturer narrative:
Pending evaluation. Cemented finned tibial tray size 2f/1t - (cn: 200-04-21, sn: (B)(4)). Optetrak asy, cr cemented femoral, size - (cn: 230-02-01, sn: (B)(4)).

Event description:
As reported, approximately 5 years postop a left tka on this male patient, a revision was completed. During the procedure, the surgeon reports that there was tissue necrosis. The devices will be returned for analysis.